Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coating came off through the introducer, dr. Whipped off and continued using it. Therefore, this might caused vessel thrombosis. Patient currently status is unknown.

Event description:
It was reported that during procedure the coating came off through the introducer, dr. Whipped off and continued using it. Therefore, this might caused vessel thrombosis. Patient currently status is unknown.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, no resistance was encountered when removing the guidewire from the dispenser hoop, the introducer sheath was used with the guidewire during the insertion process, continuous flush was maintained for the duration of the procedure, there were no allegations against the microcatheter used with the wire, and the coating was noticed outside of the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. B2 outcomes attributed to ae -corrected - no other serious (important medical events). B5 executive summary - updated. Section h1 - corrected from serious injury to malfunction. F10 / h6 clinical signs code grid - health effect - clinical code - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, no resistance was encountered when removing the guidewire from the dispenser hoop, the introducer sheath was used with the guidewire during the insertion process, continuous flush was maintained for the duration of the procedure, there were no allegations against the microcatheter used with the wire, and the coating was noticed outside of the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the reported event 'guidewire ptfe coating peeling'.

Event description:
It was reported that during procedure the coating came off through the introducer, dr. Whipped off and continued using it. Therefore, this might caused vessel thrombosis. Patient currently status is unknown. Update: it was reported that during procedure the coating came off through the introducer, dr. Whipped off and continued using it. No additional information available.